Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 10.3 mmol/l. The customer states crack in the case. Customer states ring on reservoir compartment is missing and reservoir could not be fixed any more. The insulin pump will not be returned for analysis.